Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported they were going to the doctor on thursday because their stimulator was out of place again. The patient reported that they were unsure what they would like to do regarding the stimulator and they were looking for healthcare provider listings. Patient mentioned they just kept having this put back in place every 3 months, so they would like to get answers. Patient was sent physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.